Event description:
During follow-up, the device was found to be in back-up vvi mode. The device was reprogrammed until the device was explanted and replaced. The patient was not pacemaker dependent and was in stable condition.

Manufacturer narrative:
As received, the device was in normal range of operation. Functional electrical testing revealed no anomalies and battery voltage was still in the normal range. It is also noted that the device went into bvvi mode previously and the device software was downloaded which restored normal device function. No additional information regarding is available to determine the reason for bvvi at that time. The results of the investigation concluded the analysis of the device was normal as bvvi was unable to be reproduced. Based on the information received, the cause of the reported incident could not be conclusively determined.